Manufacturer narrative:
The returned device was evaluated and the complaint was confirmed. The canted coil portion of the flexible drill bit has unraveled and is seized up inside the drill handle. This mechanical failure has rendered the device non-functional. Evidence suggests that the drill tip became embedded in the bone while advancing the drill. The surgeon may have tried to break it free from the bone to released the drill. The condition of the drill indicates that the power hand piece was run in reverse resulting in the canted coil unraveling. Though this is reasonably foreseen misuse, the device was used in a way not intended per the instructions for use.

Event description:
During facet bone preparation for a facet stabilization for spinal fusion, the canted coil of the drill unwound and made the drill unfunctional. Backup drill was not available and direct decompression of the nerve root was performed and the fixation at that level was abandoned. Though the surgery was completed, the device could not be used as a result of the malfunction. There was a partial decortication of the bone as a result of attempting this procedure. Patient is asymptomatic.